Manufacturer narrative:
On 10-sep-2019, it was discovered that the patient code for pain was missing from the report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a 350cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient also reported pain, implant going higher, more pain when raising the right arm, and a lot of pain inside the arm. The rupture of the device was confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.